Event description:
The complaint originated from a consumer who stated that they obtained fresh look tinted lenses without a prescription. The consumer stated after two hours of lens wear that the front part of the cornea peeled off (top layer). Consumer experienced excruciating pain with eyes swollen shut for 2 days and over 1 week for resolution. Consumer indicated that they had previous lens wear history with a different (unknown) brand. The consumer reported the info to FDA by phone. The report stated that the brand name of the lens was freshlook, but no model number or lot number was provided. The lenses were not provided for evaluation. No further info available.